Event description:
It was reported that during a training/demo of the da vinci system a surgeon used the fenestrated biopolar forceps. While testing the system, he noticed the instrument was not performing certain movements. After trying to troubleshoot, we notice one of the cables from the articulation was broken. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.